Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: flat creases, air voids between shell and gel, wear abrasion, deformation, cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is no observations found related with the complaint reported by the physician the reason for reoperation is capsular contracture baker grade I and pain. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The event of bleeding is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a left side capsular contracture baker grade I and pain. Patient reported "internal bleeding". Device was explanted.